Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A caregiver (cg) contacted baxter's technical service center requesting assistance to end therapy on the homechoice (hc) machine. The cg stated the home patient (hp) was connected and accidentally began pressing buttons. The cg stated, the hc now displayed "bypass." The cg stated that the hp had finished the therapy. The technical service representative (tsr) assisted the cg with the end of therapy process. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition and was evaluated by the product analysis lab . The cause for the home patient pressing buttons and now at bypass was undetermined. A labeling review found the patient at home guide to be adequate for the use/user error identified in the incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.